Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an jagtome rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cutting wire broke. Reportedly, no part was detached inside the patient. The procedure was completed with a second jagtome rx, using the same generator and active cord. There were no patient complications reported as a result of this event.